Event description:
Customer reported when she takes out her used sensors, it peels off her skin. Customer then disconnected. No troubleshooting was done. Customer could not be contacted for further information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.